Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end near the midpoint of the blade. The broken piece measured approximately 0.084" x 0.466" in length, and was not returned with the instrument. Components adjacent to this broken blade do not show damage . The complaint regarding [add complaint details] was confirmed by failure analysis. Common causes of broken instrument blades are attributed to use conditions caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had no response. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.